Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an appendectomy a device with no knife was pulled and used. The surgeon did not know the device did not have a blade when it was fired. A second device was pulled with a knife and both devices worked as they were designed to. The surgeon was concerned that the devices were not easy to distinguish bladed device from non-bladed device. There were no patient consequences reported and there are no devices being returned.